Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 8 for (B)(4).

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the screw interfered with the nail hole and ended up breaking at the screw head during insertion as it was necessary for the surgeon to apply much force. The surgeon was able to remove the broken piece of the screw with pliers and successfully insert another screw (of the same size) into the patient. A twenty (20) minute procedural delay was noted. According to a postoperative check of the devices, the drilling direction may have been changed during the procedure as the aiming arm and the protection sleeve were loose. No additional information is available at this time. This report is for one (1) unknown nail. This report is 2 of 4 for (B)(4).

Manufacturer narrative:
Additional narrative: patient information is not available for reporting. This report is for one (1) unknown nail. Part was not explanted. The 510k #: unknown, as specific part and lot numbers for the complainant nail were not provided. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.